Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation found intermittent operation from the #1 key, confirming and reproducing the reported "keypad problems." This condition was caused by a failed keypad. The remaining keys were tested per baxter's service procedure and were found to function as designed. The failed keypad was replaced.

Event description:
It was reported a spectrum pump had keypad problems. It was also reported there was no patient injury.